Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during battery change out, it was observed that the lead was stuck in the header of the device and could not be disconnected. The disconnection was done after several attempts.